Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no ke45 (silicone rubber) was found at the forceps cover and there were pinholes in the lens adhesive. Based on the results of the investigation, a root cause for the black bands could not be determined as the reported issue was not reproduced. In regards, to the additional failures, a definitive root cause could not be determined but is likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope displayed a black band on the screen, as if the transducer had water infiltration. There were no reports of patient harm.